Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a crack on the switch box, water tightness was lost. The connecting tube had a dent. The protector of the universal cord on suction connector, control section side, forceps elevator, forceps elevator knob, up/down knob, right left knob, universal cord, control unit, connecting tube, image guide connector, and scope connector cover unit were scratched. Switch 4 had wear, universal cord was wrinkled and sticky. The control unit was discolored. The light guide lens bundle was slipping down. The suction connector, and control unit was dirty due to water leakage. Adhesive on the bending section cover had a chip. Due to wear of angle wire, the play of the up/down knob is out of the standard value. Due to damage, switch 4 did not work. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with air and water and wiped with clean lint-free cloths, brushes or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there were abnormalities in the accessories used for reprocessing. The endoscope was not immersed in detergent solution. There was no delay in the start of the pre-cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient harm.